Event description:
Rptr has been an rn in the intensive care unit for the past 12 yrs. Over the past 5 yrs she has developed skin redness, itching of hands and swollen eyes associated with latex gloves. She went through a normal pregnancy and delivery in 12/93 with frequent prenatal care without any complications. Five minutes after her post partum check up she went into acute anaphylaxis. The dr used a latex glove for the vaginal exam. Symptoms were sneezing, bronchospasm, inability to breathe, and severe throat, chest and back burning. Emergency measures were taken and she was transported to the hosp. Discharged in 24 hrs.